Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the popliteal artery. A distal embolization was observed after treatment. In the physician's opinion, the distal embolization was due to the orbital atherectomy. Revascularization was performed to resolve the embolization. The patient was stable.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that distal embolization is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
Correction: a1, added company representative to g2. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device contributed to distal embolization and possibly contributed to type-c dissection. No further information is available.